Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "iabp powered off when unplugged from ac power". Additional information states that to continue therapy the iab pump consle was swapped out. No patient injury or consequence is reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "iabp powered off when unplugged from ac power" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the service report, the field service representative serviced the pump and could not replicate the problem. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and services must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported "iabp powered off when unplugged from ac power". Additional information states that to continue therapy the iab pump console was swapped out. No patient injury or consequence is reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2024-00835.